Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction of a flow sensor where the diaphragm was stuck open to the top of the housing. There was no report of patient involvement.